Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the burr was stuck with the wire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that burr was stuck and could not be released. Furthermore, there was a kink/damage noted on the wire. The burr was then removed outside the patient together with the rotawire. The procedure was completed using another of the same device. No patient complications were reported.